Event description:
It was reported by the patient that one lead was never put in the best position and since then has used high energy to stimulate heart. Follow-up attempts for additional information from the clinic are in progress. No information has been received at this point. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead (B)(6) 2002; 5068-58 implantable pacing lead (B)(6) 2002; 2187-85 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was also reported that follow-up information was received from the clinic that disclosed the left ventricular (lv) lead was improperly placed at initial implant and had poor contact. The output was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.